Event description:
Customer states that during insertion on catheter, the experienced catheter shearing.

Manufacturer narrative:
Qn#(B)(4). The customer returned one endurance catheter assembly and opened kit for evaluation. The catheter assembly was returned on the guide wire/needle assembly. Visual examination revealed the catheter tip was torn and separated. The distal separated portion of the catheter was not returned. The point of separation appeared jagged and angled, indicating contact with a sharp object likely caused the tear. The returned portion of the catheter body measured 70 mm, which indicates that at least 15 mm of the catheter body separated and was not returned per product drawing. The inner and outer diameter of the catheter were measured and were found to be within specification. This indicates that the wall thickness measured as expected. The returned catheter was able to advance off the returned needle assembly with minimal resistance. The returned guide wire was able to advance and retract through the returned need and catheter with minimal resistance. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "return catheter to its original position making sure juncture hub and catheter release tab fit tightly together and the distal tip of catheter is retracted past needle bevel." It also warns the user, "prior to insertion, distal tip of catheter must be fully retracted past needle bevel or catheter tip damage may occur" the report of the catheter separation was confirmed by complaint investigation. The point of separation on the catheter appeared angled and jagged. This indicates that contact with a sharp object caused the separation (i.e. Needle bevel). No dimensional issues were found, and a device history record review was performed with no relevant findings to suggest a manufacturing related issue. Based on the received sample, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer states that during insertion on catheter, the experienced catheter shearing.